Event description:
It was reported that following a lap adjustable band procedure, the band was explanted in 2008. No other information is known.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.